Manufacturer narrative:
H6. Annex a codes have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) stating the patient is having ongoing issues with the ptm remote due to user error. Pump is functioning correctly. A manufacturer representative (rep) was present to clear data on ptm remove and demonstrate proper use. Patient is having issues using ptm due to not holding remote over pump correctly. After repeated demonstration from clinicians and reps, patient is not adhering to proper use of ptm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion for malignant pain. It was reported that the patient's pump seemed to be malfunctioning and the patient was in quite a bit of pain since a few days prior to this report. The patient had an appointment on (B)(6) 2026 with the pain clinic and the people at the clinic told them to contact the manufacturer representative (rep) to have the pump reprogrammed. The patient's refill was not until may and the pump had a lot of medication but it was not administering. The patient left a voicemail for the rep but they had not heard back. The reporter stated that the healthcare provider's (hcp) office told them to contact the rep. The reporter asked what happened if the rep could not be present. Patient services reviewed the rep's role and the patient got upset because he hadn't heard back from the rep. Patient services reviewed the national answering service and technical service for the hcp's office to call into. An email was sent to a rep.